Event description:
It was reported that during npwt utilizing a pico, leakage occurred from the dressing. After the dressing was exchanged, the problem was solved. There was no patient harm.

Manufacturer narrative:
(B)(4).